Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Continuation of concomitant medical products: 405858 lead, implanted: (B)(6) 1990. (B)(4).